Event description:
The customer reports that during a pre-use check the upper pressure limit potentiometer displayed erratic operation causing the alarm limit to activate early. There was no pt incident.